Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.